Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set was in use for twenty-four -thirty-six hours. The blood glucose level was 500 plus mg/dl and the patient was self treated with multiple daily injections and water. Later, patient went to emergency room and got hospitalized for six to seven hours. No further information available.